Manufacturer narrative:
The devices involved in this event will not be returned for evaluation as they were implanted in the patient. Based on the reported information, there is no evidence suggesting that the devices were defective, but rather a procedure related event. (B)(4).

Event description:
Medtronic (covidien) received report that a thrombus formed after pipeline flex placement. The patient was being treated for a right, cavernous internal carotid artery (ica) aneurysm that had ruptured three days prior. The physician was informed that the patient was contraindicated for pipeline flex. Two pipeline flex devices were deployed without any issue. Post-deployment, the physician noticed thrombus forming and removed the thrombus using microcatheters. At the end of the case, the anterior cerebral artery (aca) was opened and perfusion was normalized. The patient was on dual anti-platelet therapy before and after the procedure. No further complication was reported as a result of this procedure.